Event description:
Same case as manufacturer report #2030404-2011-00151. It was reported the irrigation port on the cool path duo catheter broke during an ablation procedure. The physician was using the catheter for approximately 30 minutes when the irrigation port broke. The same issue also happened with the first catheter used during the procedure. There were no consequences to the patient.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.